Event description:
Patient reported that on (B)(6) 2014 the screw in the proximal end of the rod was taken out at doctor's office. Patient stated that he has the screw that was removed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.